Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a battery voltage of 2.8 one day after implant. The device was implanted at 2.7 volts. The caller was questioning how this would affect the longevity of the device. No adverse patient symptoms were reported.